Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose level. The customer's blood glucose level at the time of incident was unknown. The mother states the hospitalization was due to menstrual cycle with diabetes leading to seizures. The customer was not able to troubleshoot at the time of call, and will be calling back.